Event description:
Customer reported intermittent collimator iris problems. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the collimator. System operates as intended. (B) (4).